Event description:
It was reported that the customer¿s libre 3 plus cgm connection to the ilet was lost, the ilet displayed prompts to connect cgm or enter blood glucose for bg-only mode, and the customer saw a ¿pairing failed¿ alert; the issue was resolved after the customer rescanned the sensor in the ilet mobile app and the cgm reconnected. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm connectivity and continued ilet use. Investigation included customer interview, review of device history on the ilet, and guided troubleshooting and education. Investigation of this case revealed a transient communication or pairing failure between the cgm and the ilet mobile app that was corrected by rescanning, consistent with a temporary connectivity issue with the cgm communication interface. It was concluded, based on previously established findings for similar reports, that the cause was probable user or environmental/connection factors leading to temporary loss of pairing.